Manufacturer narrative:
Product complaint # (B)(4). Event date unk. Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the conversion to ethicon devices occurred 1 ½ years ago. Quantity involved corrected. Only reload used on third to last firing experienced reported issue.

Event description:
It was reported that during lobectomy and wedge resections over the last two months, there were five air leaks in november and seven in december. The patient experienced a right apical pneumothorax.